Event description:
Consumer called to report having low sugar reaction (family was unable to awaken her). Emt was called for assistance - paramedics reading of 29. Believes the meter is not working correctly.